Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
It was reported that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-33167. 1627487-2020-33168. It was reported that following an implant procedure on (B)(6) 2020, the patient passed away on (B)(6) 2020. The device or procedure are not believed to have caused or contributed to the patient's death.